Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. The returned battery cap was undamaged and was able to fit securely to the pump. There was evidence of moisture corrosion observed in the battery canister. A leak test revealed a battery compartment leak. The pump¿s cover was removed and further moisture corrosion was found to the power printed circuit board and to the motor flex.